Manufacturer narrative:
The device was rotated after insertion, the device was not able to completely rotate due to excessive resistance within the disc space. This torsional force exceeded the strength of the material which caused the device to yield.

Event description:
It was reported that a 12x28, 7 degree 14 mm peek cage when inserted broke during rotation.